Event description:
As reported in 2008, foreign circulation society journal in very late stent thrombosis associated with multiple stent fractures and peri-stent aneurysm formation after sirolimus-eluting stent implantation: in 2004, a man underwent percutaneous coronary intervention (pci) for significant stenosis of the mid-lad bifurcation portion, so we deployed a 3.0 x 33mm cypher stent inflated to 14 atm. Afterwards, the 2nd diagonal branch (d2) of the lad was compromised, so we dilated the lesion using a kissing balloon technique. That night, the patient suffered sudden severe anterior chest pain and the electrocardiogram (ECG) showed a new t-wave inversion and st-segment depression in the v3-6 leads. Emergency coronary angiography showed that d2 was compromised because of dissection. We deployed a 2.5x23 mm cypher stent at 14 atm for d2, and then ballooned into the lad. We performed a final kissing balloon. The following year, repeat the follow-up coronary angiography showed no in-stent restenosis, but there was mild peri-stent aneurysm formation in the mid-lad. In the same month, the patient was admitted with gallstones and intestinal ileus. During treatment, he stopped taking aspirin for 3 days and the next day, 35 months after cypher stenting, he was taken to the emergency room because of severe squeezing chest pain for 1 h; the ECG showed tall t wave in the anterior wall. Urgent coronary angiography revealed that the cypher stents in the mid-lad and d2 were totally occluded by massive thrombosis. Again, peri-stent aneurysmal dilation was noted. I additional, 5 segment stent strut fractures were noted, three in the mid-lad cypher and two in the d2 cypher stent. The second fracture in the mid-lad was separated. It was impossible to cross the fractured segments with a wire; therefore, the thrombus was treated with intravenous thrombolysis therapy (metalyse). The event resolved within four days (confirmed by angiography).

Manufacturer narrative:
The product is not available for analysis. Additionally, the sterile lot number is not known. No further analysis can be performed for complaints reported without a lot number and for which the associated products will not be returned. Usually, stent fractures occur in long stents implanted with a larger balloon at high pressure or at the site of overlapping of stents, especially when placed in tortuous vessels or calcified lesions. In the present patient, the lad lesion was neither tortuous nor calcified, and the cypher stent was not dilated with a larger balloon. However, the length of the stent and repeated kissing balloon dilation of the lad and d2 may have contributed to the stent fracture. Stent fracture may represent a new potential mechanism of restenosis with des and protrusion of a free metal strut into the vessel lumen would clearly trigger platelet activation and resultant stent thrombosis. Late stent thrombosis has been reported to occur in 0.7% of patient at 9 months post-des implantation. Premature discontinuation of antiplatelet therapy has been noted to be the most important predictor of lst. Other factors that contribute to stent thrombosis have been recognized. Among the procedure-related factors, smaller final lumen dimension (stent malapposition and/or underexpansion), stent length, persistent slow coronary blood flow, placement of multiple stents, positive remodeling, dissection, geographic miss, and late stent malapposition appear to be most important. Patient-related factors have been also associated with the development of stent thrombosis, including lower ejection fraction, renal failure, diabetes, advanced age, and stenting in the setting of acute coronary syndrome. Furthermore, certain lesion characteristics are reported to be associated with an increased risk of stent thrombosis and for des in particular, this pertains to stenting of bifurcated lesions or in-stent restenosis lesions. However, the mechanism of lst after des is yet to be completely understood. Potential mechanism of positive vascular remodeling after des deployment include hypersensitivity reaction to the stent polymer coatings and toxic effects of antiproliferative drugs on the vessel wall. Additionally, discontinuation of antiplatelet therapy, stenting a bifurcated lesion, the stent length, positive remodeling, and placement of multiple stents may predispose to stent thrombosis. In conclusion, there is no evidence to suggest that this event is related to manufacturing issue or device defect. There are multiple patient, vessel, lesion, procedural, and pharmacological factors that may have contributed to these reported events. Lee, s.e., et al. (2008). Very late stent thrombosis associated with multiple stent. Fractures and peri-stent aneurysm formation after sirolimus- eluting stent implantation. Circulation journal; 72:1201-1204. Foreign cypher product is not distributed in the us; however, it is similar to us distributed cypher product. This is one of two reports submitted for the same event. Please reference MFR report #s 9616099-2008-02630.